Event description:
False positive advia centaur (B)(6) results were obtained by the customer on repeat duplicate sample testing performed on april 28. The samples were respun and retested in duplicate and the results were negative. The customer reports all (B)(6) results in miu/ml. The pt was tested for(B)(6) on april 29, and may 1 and the initial results were positive. The samples were retested in duplicate for (B)(6) and the results negative. The samples were respun and retested by the customer in duplicate and the results were all negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Event description:
False positive advia centaur (B)(6) results were obtained by the customer on repeat duplicate sample testing performed on april 28. The samples were respun and retested in duplicate and the results were negative. The customer reports all (B)(6) results in miu/ml. The pt was tested for (B)(6) on april 29, and may 1 and the initial results were positive. The samples were retested in duplicate for (B)(6) and the results negative. The samples were respun and retested by the customer in duplicate and the results were all negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Event description:
False positive advia centaur (B)(6) results were obtained by the customer on repeat duplicate sample testing performed on april 28. The samples were respun and retested in duplicate and the results were negative. The customer reports all (B)(6) results in miu/ml. The pt was tested for (B)(6) on april 29, and may 1 and the initial results were positive. The samples were retested in duplicate for (B)(6) and the results negative. The samples were respun and retested by the customer in duplicate and the results were all negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a preventative maintenance service. A small leak at the reagent probe dilutor and pinched acid pump fitting was repaired. Analysis of the instrument and instrument data indicates that the cause for the false reactive (B)(6) results is unk. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a preventative maintenance service. A small leak at the reagent probe dilutor and pinched acid pump fitting was repaired. Analysis of the instrument and instrument data indicates that the cause for the false reactive (B)(6) results is unk. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a preventative maintenance service. A small leak at the reagent probe dilutor and pinched acid pump fitting was repaired. Analysis of the instrument and instrument data indicates that the cause for the false reactive (B)(6) results is unk. The instrument is performing within specs. No further eval of the device is required.